Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The right ventricular (rv) lead had exhibited high capture threshold. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.